Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold.

Event description:
On (B)(4) 2012 during a manual download of the device logs an increased intra-peritoneal volume (iipv) was identified in patient therapy log that occurred on (B)(6) 2011 at 02:25 with an ultrafiltration of 1629 ml during cycle 4. Largest prescribed fill volume: 2500 ml. There was patient involvement but no patient injury or medical intervention indicated.